Event description:
A customer contacted global technical service (gts) and reported the disposable set was reused. During troubleshooting for an unrelated alarm, the customer changed out the heater bag, but not the rest of the supplies. The technical service representative (tsr) explained that the supplies were compromised and assisted with ending the therapy. Therapy was restarted with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The cause of the event was reuse of supplies. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.